Manufacturer narrative:
Engineering evaluations: although not always repeatable previous engineering analysis of silicone plug protrusions have been replicated under certain usage conditions where the connector is exposed to high back pressures.. When high pressures are generated with infusion or flushing (small syringes 10cc or smaller) it is important to isolate adjacent lines by activating the clamps on those lines. When pressure infusing through the mating sets connector, the slide clamp should be activated to minimize backflow and pressures that may result in a silicone seal protrusion. Investigations have also identified component damages can occur if the connector is accessed/mated with an incompatible mating device. As stated on the directions for use (dfu) the connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110". Findings: based on the engineering evaluation of the "as-received" b3300 connector the reported product/component issue was verified. Although the exact causes of the component anomaly are unknown, the most likely cause of this issue was due to usage conditions where set-ups/infusions occurred with very high back pressures within the fluid circuit.

Event description:
Complaint received reporting component issues (plug protrusion) with use of one b3300 microclave connector. The initial information received reports on (B)(6) 2015 "rn went to flush red lumen of patient's double lumen broviac and the clear inner part of the microclave was sticking out of the cap." The device was removed and replaced. There was no reported serious patient injury, adverse consequences. Device return: one (1) used b3300 connector. Although request the involved mating/access and set-up devices were not returned. Visual inspection of the as received b3300 connector confirmed the silicone seal was protruded.